Event description:
The manufacturer received information alleging an issue related to bipap device's sound abatement foam. During device evaluation faulty foam kit was observed. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(4).

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously reported an issue related to a bipap device's sound abatement foam. It was determined that event date and date received by manufacture were incorrectly reported and should have been (B)(6) 2020.